Event description:
The customer states that the architect c8000 analyzer generated an elevated magnesium result of 5.3 mg/dl on one patient sample. The patient sample was repeated multiple times and generated magnesium results between 1.8 mg/dl and 2.0 mg/dl. The patient sample generated a magnesium result of 1.5 mg/dl on another architect analyzer. The initial result was not reported out. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation was performed in response to the customer's complaint which included a review of the complaint text, the instrument history and the architect system labeling. The abbott architect system operations manual ((B)(4) may, 2008) provides the following information related to addressing the customer issue: section 7 operational precautions and limitations: limitations of result interpretation. Assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 5, operating instructions: contains the instructions for the emergency shutdown procedure. Section 8 hazards: the architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. Elements of electrical safety include, but are not limited to the following: inspect electrical cabling into and on the architect system for signs of wear and damage. In the clinical chemistry magnesium reagent package insert ((B)(4)), literature is provided in describing suitable specimens, results, and limitations of the procedure. A review of the service history for architect c system s/n (B)(4) was performed for the time period of (B)(6) 2008 through (B)(6) 2008. No additional complaints of this nature have been documented since the customer replaced the ict cable. Based on the available information, the cause of the customer's issue was not identified. No product deficiency was identified. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.